Event description:
It was reported that the patient experienced an unexpected post operative refraction with the diopter difference of (-)1.25. It was stated that the patient had difficulty with her vision and the physician decided to remove and exchange the intraocular lens (iol). No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that the returned sample was contaminated; no optical deviations on the optic could be found. The lens was received in a condition such that the diopter power could not be measured. Conclusion: the zmb00 with serial number (B)(4) passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. All pertinent information available to the manufactuer has been submitted.